Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) esc button dome switch. No unexpected numbers ramping/scrolling during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's esc button had to be pushed several times before it responds. The customer¿s blood glucose was 10 mmol/l at the time of the incident. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was a response from a button. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.